Event description:
He was hospitalized with dka. Troubleshooting was performed and pump appeared to be functioning normally. Advised pt to change infusion site.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.